Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11may2020.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that they previously replaced the battery for this issue. The technician instructed the customer to disconnect the alternate current (ac) power and battery power, and then to reconnect both. The unit powered up in diagnostic mode with no issues. The customer reviewed the event log and found no "check vent" or "vent inop" codes logged. The customer advised to power the unit on and off and transfer between ac and direct current (dc) power to see if the issue returns. The issue as later routed on site troubleshooting. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse checked the power board connections and power cords and found that the power management (pm) board was defective. The fse replaced the power management board and the issue was resolved. The unit passed testing and was returned to service.